Event description:
The event is reported as: the vessel isn't air tight. Additional info suggests that the inflation system or the balloon is not tight/leaking. No pt injury reported.

Manufacturer narrative:
The device sample was sent directly to the mfg site in (B)(4). The returned date is unk. Eval: review of mfg process. Results: the visual examination of the returned device revealed strong traces of usage and damages. The tip is torn at about 1.5cm directly at the balloon winding. The inflation line is torn out. The balloon windings are contaminated. The tube shaft is damaged in the area of the product markings. A review of the mfg process and the used raw material did not show any irregularities. The review of the complaint database as of (B)(6) 2008 to present showed one other complaint fort this issue. Conclusions: the condition of the returned device showed that strong pulling forces have been applied on the tube tip and the inflation line so that they were heavily torn. Most probably the observed damages were procedure related. The mfg site will monitor this product with regard to this reported complaint description.